Manufacturer narrative:
Investigation description: the complaint was confirmed and successfully duplicated. Alert 39 annunciated repeatedly during multiple leadscrew dry-run attempts, and restarting the device did not clear the alert. Engineering logs corroborated the fault. The device was opened for further investigation, where excess rtv was found in contact with both the hoverboard and the conductive captouch foam. The mainboard was removed, and the host chip was reflowed using a hot-air station (e0472-001). After cooling, the mainboard was reinstalled. A dry leadscrew run completed successfully to 165 units with no additional alerts or issues. As a precautionary measure, the mainboard will be replaced.

Event description:
It was reported that the user experienced repeated ¿unable to proceed¿ alarms during a supply change, with unsuccessful rewind attempts despite confirming no obstruction, a battery level around sixty percent, and multiple restarts; the event was associated with low drug and a shaft encoder failure during an infusion set change. Symptoms included no reported change to blood glucose. Outcomes included no impact to care beyond the device malfunction. Investigation included device history and complaint trend review, user troubleshooting and education, and evaluation for mechanical or encoder-related faults. Investigation of this case revealed indicators consistent with an internal motor/encoder malfunction affecting the insulin delivery mechanism during the rewind process. It was concluded, based on previously established findings for similar reports, that the cause was an internal component failure consistent with a shaft encoder fault. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.